Manufacturer narrative:
The reagent lot number is 900693 and the expiration date is 31-may-2026. The calibration and qc recovery data was within specification. The calibration data showed a signal drifting slightly upwards. The reaction kinetics for the initial results showed strong fluctuations. The alarm trace showed multiple abnormal aspiration and photometer check alarms. The field service engineer (fse) found that the rinse/wash station was contaminated. The fse decontaminated the wash station, adjusted the cell wash volumes, verified the water pump pressure, aligned the pipetting needles, and performed a photometer check. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 2 patient samples on a cobas c 503 analytical unit. For sample 1, the initial result was 5.02 mg/dl. The repeat result was 185 mg/dl. For sample 2, the initial result was 19.1 mg/dl. The repeat result was 241 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.